Manufacturer narrative:
Based on the information provided on 29-sep-2017 that alleged the patient had pain and an infection, kci could not determine that an infection was confirmed or that the alleged event was related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. As of 29-oct-2017, kci had no information to exclude the need for medical or surgical intervention to resolve the infection. Additional information obtained on 05-aug-2019, the nurse stated the patient's wound had a foul odor and exhibited erythema from incision on the abdomen. The physician was made aware and ordered antibiotics prophylactically and placed v.a.c.¿ therapy on hold. A wound culture was not obtained. Based on the additional information received, kci's evaluation remains the same, kci could not determine that the infection was related to activ.a.c.¿ ion progress¿ remote therapy monitoring system. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area. Ensure dressing integrity: it is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active, if not: if you find that the seal is broken and the v.a.c.® drape has become loose, trim away any loose or moist edges, ensure the skin is dry and then apply new drape strips. Note: if a leak source is identified, patch with additional drape to ensure seal integrity.

Event description:
The following information was reported to kci by the nurse: on (B)(6) 2017, the activ.a.c.¿ ion progress¿ remote therapy monitoring system was placed on hold allegedly due to pain and infection. On 05-aug-2019, the following information was reported to kci by the nurse: the nurse could not confirm if the infection was related to v.a.c.® therapy. On 26-aug-2019, the following information was reported to kci by the nurse: the physician placed the patient on an antibiotic regimen. No cultures were obtained. Per review of kci records received on 05-aug-2019: on (B)(6) 2017, the surgeon noted the patient presented with a subcutaneous abscess of the abdominal wall status/post caesarean section prior to v.a.c.® therapy placement. A surgical incision and drainage was performed with placement of two penrose drains. On (B)(6) 2017, the nurse noted the patient's wound had a foul odor and exhibited erythema from incision on the abdomen. The physician was made aware and ordered antibiotics prophylactically. A wound culture was not obtained. On (B)(6) 2017, the physician discharged v.a.c.¿ therapy as "goal of therapy met". On (B)(6) 2017, the device was tested per quality control procedure by kci field service, and the unit passed the quality control checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On (B)(6) 2017, the device was tested by quality control procedure by kci field service, and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operation malfunction with the unit.